Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported experiencing air bubbles in his infusion tubing since beginning use of his infusion device. She stated that in 2007, she experienced elevated blood glucose (over 400 mg/dl) and she was extremely thirsty. She injected 7 units of insulin and then discovered air bubbles in her infusion tubing. She primed the air out of the infusion tubing and switched to her backup infusion device. Through troubleshooting it was discovered that the patient was using expired infusion sets (expiration dates 07/2005 and 07/2006) and she was incorrectly changing the insulin cartridge. The patient stated that she inserts the insulin cartridge into the infusion device before attaching the adapter and infusion tubing. She was advised that this may cause the formation of air bubbles. Replacement infusion sets were sent to the patient and she was advised to switch to her backup infusion device. Upon follow up the patient stated that switched back to her primary infusion device using the replacement product and her blood glucose measured 103-150 mg/dl. Her normal blood glucose range is 80-180 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient called back (issue reported separately) on six days later, and her infusion device was replaced and requested to be returned for evaluation.